Event description:
It was reported that the patient was having difficulty recharging her device and that there were coupling and communication issues. It was further reported that the device was in discharge. The patient was only able to get two coupling bars where as she was getting 4 to 5 bars prior to a revision she had done 3 weeks prior to the report. An antenna locate was done and showed that the device was too deep. It was reported that the manufacture representative was able to palpate the device and feel the edges. There was also some possible swelling. The next day, it was reported that no x-rays were taken. A different charger was tried and it "fit better connection." A new charger was sent to the patient. Approximately two weeks later, it was reported that, a month prior to the report, the doctor had moved the device "a bit deeper" in the same pocket. It was further reported that the device subsequently moved around in the pocket "a fair amount." A possible flipping of the device was discussed, but therapy was reportedly good and coupling was the only issue that needed to be addressed. Approximately one week later, it was reported that there was still a coupling or communication issue. The patient was only getting 4 bars where as she was getting 7 to 8 bars prior to her recent pocket revision. An x-ray was taken and the orientation of the device was reviewed. It was confirmed that the device had not flipped because, the wires "coming out of the left side." Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), product type lead product ID, 3778-60 lot# serial# (B)(4), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that an x-ray was taken and the device was in the proper position. The patient was getting 4 bars charging and nothing was needed at this time.